Event description:
The pt's wife contacted lifescan on 1/6/98 to report an er1 on pt's surestep meter. She stated that the lifescan rep did not know what the er1 message meant, yet co records indicate that the reporter was informed that er1 could be due to high glucose and recommended that she contact pt's physician. On 7/30, she contacted lifescan regarding the surestep replacement program and reported that on 1/6 (time unk), the surestep meter read er1. She gave the pt his usual dose of 24 units lente. Upon contacting lifescan, she was advised to take the pt to the hosp. The pt was transported to the hosp, where at 7:30/a, a lab result was above 1000 mg/dl. Pt was transferred and admitted to another hosp for 4 days. The reporter stated that the doctors "did not know why his glucose was so high," they suggested that "something might even be wrong with the insulin he was taking. The reporter indicated that the pt lost his vision before january and does not know if the "machine had anything to do with" her husband losing his eyesight. Pt has a history of being legally blind since 1996, a stroke in november 1996 and began dialysis in april 1997.